Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level ranged from 22.7mmol/l to 23.3 mmol/l and had a bent cannula on the infusion set. The customer had symptoms such as and treated with multiple daily injections. Customer reported that the high blood glucose levels began on (B)(6) 2018 and the infusion set was changed on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. The customer stated that the infusion set had bent cannula. There were no leaks or air bubbles. The device settings were correct. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis. The product will be expected to return for analysis.